Event description:
It was reported that the keypad started to peel from the bottom right corner near the battery cap and over the ok button. The pt claimed that since then, the ok button has been "hypersensitive" because the pump will jump forward multiple screens. The patient indicated that the up, down, and contrast buttons are working properly.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.